Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a blank and unresponsive display after rewinding her pump and changing the infusion set. The customer's blood glucose was unknown. Troubleshooting was done. The customer inserted a new aaa alkaline battery, and the display returned. Advised the customer to monitor the insulin pump. Advised that a replacement battery cap would be sent. The customer also received an unexpected restart alarm. Assisted customer with resetting the time and date as well as priming the infusion set. Nothing further reported.